Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the power catheter was left in place for about a month, and the exposed part of the catheter had trachoma and leakage, and the catheter had to be extubated and re-placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc was returned for evaluation. An initial visual observation of the photographs showed a powerpicc placed in a patient. The dressing around the insertion site appears to be wet, and there appears to be some damage or deformation to the catheter tubing just proximal to the molded joint suture wing. Evidence of use as well as biological residue is observed on the sample. Although there appears to be some damage and wetness in the vicinity of the perceived damage, no details or distinguishing features can be discerned from the sample in the returned photographs which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the power catheter was left in place for about a month, and the exposed part of the catheter had trachoma and leakage, and the catheter had to be extubated and re-placed. No other information was provided.